Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed to detect on bus. A field service engineer verified no drawer faults on station. Removed back panel and inspected all cables. Found no adverse conditions. Customer tested drawer and all pockets using inventory system and confirmed proper operation. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to detect on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.